Manufacturer narrative:
Potential tibial loosening was reported for patient with a bicompartmental knee implant. Patient will be revised to an off the shelf total knee implant. Review of the device history record indicates that the device was manufactured to specification.

Event description:
Potential tibial loosening was reported for patient with a bicompartmental knee implant. Patient will be revised to an off the shelf total knee implant.